Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 74-year-old male who presented in cardiogenic shock, scai stage e, with known coronary artery disease. The patient required inotropic support, vasopressors for hemodynamic instability, and ventilatory support for respiratory failure. The device was placed in the setting of coronary intervention, including coronary angioplasty and stent placement. During support, the patient developed hemolysis while the impella cp was in place. Urine was noted to be pink to red in color, and ldh was elevated at 1632. The device was repositioned twice; however, hemolysis persisted without significant improvement. Providers documented that they were not acutely concerned at that time and planned to discuss potential escalation to an impella 5.5 versus continuation of impella cp support. The patient experienced hemolysis, device repositioning, medical device removal, and consideration for an additional device. In the setting of severe cardiogenic shock, vasoactive therapy, recent coronary intervention, and large-bore femoral access, hemolysis may occur due to low cardiac output states, high shear stress, afterload conditions, or critical illness¿related factors. Comprehensive review of the available information did not identify evidence suggesting a relationship between the impella cp and the reported event. The patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.